Event description:
During mantis surgery, the surgeon inserted the cannulated probe in the pedicle by the hammer. And the surgeon removed the inner sleeve. Afterwards, the surgeon inserted k-wire in the l5 (left). When the surgeon was push in the cannulated probe further, the tip of probe was broken (about 3mm). Therefore, the surgeon removed broken piece and he changed the probe to another cannulated probe. The surgeon requested the investigation of the probe.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.